Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy, the device delivered an incomplete staple line. A like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.